Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received:it was reported from the clinical specialist (cs) that electronic picture archiving and communication systems (pacs) was unable to manually push a test exam to the navigation system because the request was not set up as such.  The cs did upgrade to application software 1.2. After further testing it was determined they gave the cs the incorrect pacs ip address.  Once the correct ip address was entered, the problem was corrected.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sw kit 9735737 stealth s8 cranial version (B)(6). A medtronic representative went to the site to test the equipment. It was reported that there was no failure with the system, no hardware components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site received a transfer failed issue after configuring the network information and ae title information on the system. The system was also running app 1.1. No patient present.

Manufacturer narrative:
A software analysis was initiated. Through design analysis it was determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.